Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that his sensor reading was significantly off from his blood glucose reading. He stated his blood glucose was 180 mg/dl, but the sensor glucose reading was dangerously low and was prompting a threshold suspend state on the insulin pump. Troubleshooting was performed. The customer stated that he was calibrating twice per day and was advised to calibrate three to four times per day. It was explained to the customer that calibrating less than three times per day was not enough information to give accurate readings. Nothing further was reported.